Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician, the patient experienced urinary retention for a duration of 6 months post procedure. The patient has also experienced additional unspecified problems. All other information is unknown and unavailable.